Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) had a fall, and the ra lead pacing impedances showed unstable, with high out of range values. Also, there were false signal artifact monitoring events due to noise over sensing. The ra lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) had a fall, and the ra lead pacing impedances showed unstable, with high out of range (oor) values. Also, there were false signal artifact monitoring events due to noise over sensing. According to the field representative, noise and oor pacing impedances were reproducible with pocket stimulation. A lead revision was discussed with patient. During the procedure a fluoroscopy analysis revealed the under-insertion of the ra lead into the header and after opening the pocket and removing the ICD the atrial lead pulled out of the header without the torque wrench. The ra lead was fully inserted into the header and torqued down. After this, the impedance was within expected values. The ra lead and ICD remain in service. No additional adverse patient effects were reported.